Event description:
A pacific plus pta balloon catheter was used to treat occlusion of the right sfa. The sfa to popliteal of the right leg was previously treated with four inpact admiral paclitaxel-eluting pta balloon catheters 8 months earlier. The following day an admiral xtreme pta balloon catheter, a non medtronic pta, non medtronic deb and non medtronic stent were used in the right sfa. Investigator assessed that the event is not related to the study device or procedure. It is reported that the event is unresolved and continuing.

Event description:
The previously reported occlusion and claudication event is resolved.

Manufacturer narrative:
Evaluation results, conclusions: occlusion. (B)(4).